Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not recognize the cine drive. There is no report of death or serious injury associated with the complaint.